Event description:
Hill-rom received a report from a hill-rom technician stating the brakes would not hold in brake mode. The bed was located in the repair area. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The technician found the brake casters were worn. Normal wear on mechanical parts is anticipated and inspection of these parts is included in the preventative maintenance schedule to insure proper operation. A search of the hill-rom maintenance records shows hill-rom performed preventative maintenance on this bed in 2009-2013. It is unk if the facility performed any other preventative maintenance on this bed. The technician calibrated the brake casters to resolve the issue. Based on this information, no further action is required.